Event description:
It was reported the device was explanted and replaced, due to early battery depletion, after an implant duration of approximately 9 months. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device had no telemetry and no pacing output at preliminary analysis. Further analysis found that the battery had depleted down to 0 volts, causing the device to lose telemetry and function. The circuit was fully functional with an external source hooked up to it. Current drain levels were normal. Destructive analysis and testing of the battery found it was not internally shorted. As a result, the root cause of the premature depletion could not be determined. It was reported the device was explanted and replaced, due to early battery depletion, after an implant duration of approximately 9 months. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination. Noconclusion can be drawn premature eri (elective replacement indicator).